Manufacturer narrative:
Added relevant medical history additional information revealed a 2nd 26mm sapien 2 ultra valve by transaortic approach was successfully implanted.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Reference mfg. Report no. 2015691-2015-03061 (worsening pvl). Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets.  Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device remains implanted in the patient. In this case, the degeneration cannot be determined; however, it may be related to patient factors (pre-existing valvular disease) and/or re-dilation performed 3 years post implantation. There was no allegation of a device malfunction which could be related to a manufacturing non-conformance. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, approximately 7 years post implantation of a 26mm sapien xt valve in the aortic position worsening central leak and degeneration were noted. A valve in valve procedure is planned. As reported, approximately 3 years post implantation, a re-dilation of the valve was performed for pvl worsening.